Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction. Corrected fields: e1 first name, last name, address, phone, fax, email, e3 occupation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customers complaint was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise occurred, the fiber bonding in the outer tube are (distal end) was damaged, and the cover glass of the insertion section was cracked. Based on the results of the investigation, it is likely that the following led to the malfunction: the charge coupled device unit was broken and therefore, image noise occurred; cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a short circuit in the image when moving with endoeye, dashes. There was no interruptions or image loss. There was no patient involvement.

Manufacturer narrative:
E3-occupation: non-healthcare professional / company representative. The evaluation of the device is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the subject device exhbited a short circuit in the image when moving with endoeye, dashes. There were no interruptions or image loss. There was no patient involvement.